Event description:
It was reported that when using the bd pyxis¿ anesthesia station es biometric identifier was failed after es 1.11 update. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier had failed. A technical support specialist (tss) remotely accessed the system, and it was identified that the bio-ID version remained outdated post es 1.11 upgrade. The latest lumidigm package was deployed, and the customer was advised to reboot the device to apply the changes. After reboot confirmation from the customer, bio-ID functionality was restored, and no further issues were reported. The system functioned as intended after technical support specialist troubleshot the device.